Event description:
In 2009, the patient reported that he has been experiencing repeated e4 (occlusion) errors for almost one year. He stated that he is able to rule out the infusion site as the issue because he can disconnect from the site and perform a prime and e4 is displayed. He stated that he is able to prime the infusion tubing initially without error. Sometimes the error occurs within 4 hours after changing the infusion tubing. He has also experienced elevated blood glucose of 200-300 mg/dl as a result of e4 errors. His normal blood glucose range is 90-110 mg/dl. When his blood glucose is elevated he changes the infusion tubing and adjusts his basal rates to lower his readings. He stated that his insulin has not been exposed to extreme temperatures and is not gel-like or cloudy. He has discontinued use of the infusion device and is currently using pills to control his blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.